Event description:
No additional information received

Manufacturer narrative:
(B)(4). Follow up. It was reported a portion of the stopper broke free into the vial. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
Material #305180 lot #unknown rcc received a complaint via email. When drawing up heparin (10,000 units per 10ml vial) to be used during a procedure. A 3 ml (milliliter) bd plastipak syringe with red cap bd blunt fill needle used. Upon puncturing the grey stopper of the vial, it was noted that a portion of the stopper broke free into the vial and was floating in the medication.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.